Manufacturer narrative:
(B)(4). The returned ipg was analyzed and upon receiving, the ipg (implantable pulse generator) was in hibernation and it was charged fully. The charging time was about 3 hours. The battery discharge and charge profiles were observed and revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The monitored stimulation on an oscilloscope verified that no residual output was observed when the stimulation was turned off. The device was implanted in 2015. An electrical test revealed found no anomalies.

Event description:
It was reported that the patient felt stimulation while the ipg was off. Database analysis indicated that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an explant procedure.